Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Pump was reset to clear the alarm. Customer's blood glucose (bg) was elevated (value not provided). A correction bolus was delivered to address bg.